Manufacturer narrative:
D4 - lot number: updated.

Event description:
It was reported that ischemic injury to nose and inside of mouth occurred. Embozene microspheres were selected for use in an embolization procedure. The microspheres were successfully administered. Post-procedure it was noted that ischemic injury to nose and inside of mouth occurred. Pain medication, steroids, oral hygiene regimen was provided to the patient. The patient status is improving.

Event description:
It was reported that ischemic injury to nose and inside of mouth occurred. Embozene microspheres were selected for use in an embolization procedure. The microspheres were successfully administered. Post-procedure it was noted that ischemic injury to nose and inside of mouth occurred. Pain medication, steroids, oral hygiene regimen was provided to the patient. The patient status is improving.